Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient did not like the stimulator on at all since implanted (B)(6) 2020 and he had her set to 0.3 amplitude and patient stated it hurt but no significantly. Patient reviewed that stim therapy was perceived different by each patient and she should consult her hcp regarding discomfort. No further complications were reported/anticipated. On 2020-june-11, additional information was received from the patient via a manufacturer representative (rep) reporting that the patient did not like the feeling of their stimulation. It was reported that their stimulation was uncomfortable, and they had pain everywhere. They stated that they wanted ¿it out¿. The cause of the event was not determined. It was reported that the patient was seen for reprogramming on (B)(6) 2020. The patient was going to try the new settings and contact their healthcare provider (hcp) if they still wanted it out. It was asked but was unknown if the issue was resolved at the time of the report. It was also noted that the patient had some oozing from the incision site. Per the hcp, the patient was told to monitor this and no intervention was taken at this time. No surgical intervention occurred or was planned at the time of the report. The event occurred in 2020. Additional information was received from the patient¿s husband reporting that they were having difficulties getting the patient programmer to sync with the ins. The rep stated that they thought they had the patient programmer positioned correctly and they saw the correct screen after syncing, but soon the patient programmer screen changed to a screen with a ¿different icon¿. Patient services asked but the rep did not provide a date for when the issue syncing started. The caller attempted to sync the patient programmer with the ins over the phone but was unable to clarify on the screen. The rep only reported getting the ¿poor communication¿ screen because the patient was experiencing pain and soreness that made it difficult to place the antenna directly over the ins. The rep stated that the patient¿s pain and soreness started 9 years ago and they think the patient¿s ins needed to be removed due to the incision possibly being infected. Patient services asked and the caller stated that the infection started soon after implant, noting that the patient had been taking antibiotics daily. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the event was not determined. The patient had pain everywhere with or without the stimulation and the healthcare professional did not think it was infection. The healthcare profession thought the patient could use a debridement of the wound and was going to schedule for that and if the patient still wanted the system removed at that time he would also explant it. The patient had been seen for reprogramming on 11-june and the patient¿s husband thought the new settings were better but not enough to keep it and was going to have it explanted on 22-june. The patient¿s husband was able to sync with the device at the appointment and in follow-up since then.